Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal and treatment for "low" bg the customer's bg elevated to 529 mg/dl. Customer "cannot recall" how elevated bg was treated at the time of the event. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.